Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the surgeon indicated that bushings may be worn. Exploratory surgery scheduled (B)(6) 2013. Additional information received on the event. Bushing, bumper bearing, tibia insert exchanged. Primary reason is worn bushing that caused pain. Rest were exchanged due to the 10 year period. A patella was added which was not done previously.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation was not possible as the components were not returned. Based on the photograph provided, the bushing components are unremarkable. Medical records received for evaluation were rejected for medical review. Need additional x-rays, operative reports, examination of explanted components and clinical history. The exact cause of the event could not be determined because further information such as additional x-rays and the post operative report as well as follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. The reported event regarding bushing wear involving a krh bushing was not confirmed.

Event description:
It was reported that the surgeon indicated that bushings may be worn. Exploratory surgery scheduled (B)(6) 2013. Additional information received on the event. Bushing, bumper bearing, tibia insert exchanged. Primary reason is worn bushing that caused pain. Rest were exchanged due to the 10 year period. A patella was added which was not done previously.